Event description:
It was reported that during a hip revision case dark fluid/debris was exiting out the bottom of the ezout attachment handle. The debris was noticed specifically on the soft tissue where the distal portion of the attachment shaft was contacting the soft tissue. The surgeon attempted to use pulsed irrigation to remove the debris, which was unsuccessful. The surgeon then removed a thin slice of soft tissue (about 3¿ long by 1¿ wide) to remove all debris. The surgeon stated that there was a minimal surgical delay as a result of this issue. There were no further adverse consequences or medical intervention reported with this event.

Event description:
It was reported that during a hip revision case dark fluid/debris was exiting out the bottom of the ezout attachment handle. The debris was noticed specifically on the soft tissue where the distal portion of the attachment shaft was contacting the soft tissue. The surgeon attempted to use pulsed irrigation to remove the debris, which was unsuccessful. The surgeon then removed a thin slice of soft tissue (about 3¿ long by 1¿ wide) to remove all debris. The surgeon stated that there was a minimal surgical delay as a result of this issue. There were no further adverse consequences or medical intervention reported with this event.

Event description:
It was reported that during a hip revision case dark fluid/debris was exiting out the bottom of the ezout attachment handle. The debris was noticed specifically on the soft tissue where the distal portion of the attachment shaft was contacting the soft tissue. The surgeon attempted to use pulsed irrigation to remove the debris, which was unsuccessful. The surgeon then removed a thin slice of soft tissue (about 3¿ long by 1¿ wide) to remove all debris. The surgeon stated that there was a minimal surgical delay as a result of this issue. Additional information has been requested from the user facility.